Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the two tines at the end of the screwdriver broke off. All pieces were retrieved from the patient. There were no reported patient consequences or surgical delays.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device identified breakage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Additional information received states that the two lines at the end of the screwdriver snapped off into two pieces. Nothing were left in the patient as all broken pieces were retrieved.